Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet while using an inset 6 mm 23" infusion set, with blood glucose trending upward and a reported peak of 354 mg/dl for approximately 5¿6 hours; the user changed supplies and cleared the alert. Symptoms included hyperglycemia without ketone testing, medical intervention, or other acute health effects. Outcomes included self-management with a supply change and no need for assistance. Investigation included troubleshooting and education regarding potential pressure or blockage in the tubing or infusion set. Investigation of this case revealed an occlusion alert with unclear origin and no confirmed device malfunction, with the event resolving after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.